Event description:
Additional information was requested and received stating radial tear on the anterior capsule during phacoemulsification and it extended posteriorly during irrigation/aspiration phase. The iol dislocated into the vitreous cavity within the first week. Lens was exchanged with a monofocal lens.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified.   There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following implantation of an intraocular lens (iol) the patient experienced an unknown issue. The lens was exchanged with a different lens within 1 month after initial implantation. The clinical reason for explant was lens dislocation. Additional information was requested.